Event description:
The customer reported that the 840 ventilator alarmed with "low o2% delivered". The nurse thought there was a occlusion of the o2 supply and therefore disconnected the o2 piping while ventilator was no a pt resulting to a vent inop condition. The pt was not harmed or injured as a result of the event.